Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of: grade 1 to grade 2 spondylolisthesis, l4-5; lumbar radiculopathy. The patient underwent following surgical procedure: l4-5 laminectomy with the right sided laminotomy and foraminotomy and discectomy; interbody fusion device, l4-5; non-segmental pedicle screws, l4-5, unilateral on the right; arthrodesis, l4-5 disk interspace; posterolateral arthrodesis, l4-5; intraoperative microscope, x-ray, fluoroscopy; harvesting of autologous bone from local region for fusion along with bmp and bony croutons. Per op notes,".. The surgeon placed the bmp as well as bony croutons and then placed in a 13- blade, 20 mm bak cage, countersinking it nicely to the center. Again, they placed bmp and some autologous bone as well as bony croutons posterolateraly more so towards the left and achieved meticulous hemostasis."